Event description:
It was reported to tyco healthcare/kendall that customer had an issue with a heparin pre-filled syringe. The customer's son reports that his mother has been taking heparin for two years. He reports that she is on tpn and has a PICC line, and has had a port-a-cath. He reports that she has had medical conditions that her physician was unable to explain including, "bleeding that they could not find," nausea, abdominal pain, infection, and elevated blood pressure. He reports that she has been hospitalized and is in ICU.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.